Event description:
According to the presentation given by the surgeon, a patient expired after receiving a hero implant. The time period between implant and patient expiration is unknown. Upon review of the file it was decided that the complaint should also be investigated also as (B)(4). A medwatch was submitted for this event under (B)(4) refer to 3006945290-2014-00011.

Manufacturer narrative:
According to the presentation given by the surgeon, a patient expired after receiving a hero implant. The time period between implant and patient expiration is unknown. Upon review of the file it was decided that the complaint should also be investigated also as product (B)(4). A medwatch was submitted for this event under (B)(4) refer to 3006945290-2014-00011. Multiple attempts were made to gain additional information; yet, all were unsuccessful. A review of the event was performed based on the limited available information. A records review was performed for all lot numbers shipped to the hospital and it was confirmed that all records were controlled, available for review, and met all specifications. There is insufficient information available to determine a root cause of the reported event. The hero graft instructions for use lists death as a potential complication.